Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, red particles on shell and one extended opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is one sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Physician reports rupture diagnosed by ultrasound and MRI. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture diagnosed by ultrasound and MRI. The device has been explanted. This record relates to the left side.